Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).

Event description:
It was alleged in the letter rec'd from (B)(6) that on (B)(6) 2010, a revision surgery took place. It was further alleged that the pt underwent a surgery in 2003 at (B)(6) when a total hip prosthesis kerboull has been implanted. It was claimed that the kerboull implant has worked loose afterwards. It was also alleged that it was difficult to obtain the consolidation of the trochanterotomy and a fibrous type of consolidation occurred instead. It was also alleged that during the 7 years of implantation the prosthesis was the subject of variable loads and a fatigue fracture occurred afterwards. A letter was sent to the customer requesting the product return, catalog and lot number, x-rays and surgery reports.